Event description:
It was reported that two years five months post port placement, swelling occurred near port site. It was further reported that the catheter allegedly had a crack. Reportedly, port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard ti implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. Although the sample was returned for evaluation, two images were provided for review. The investigation is confirmed for the reported fracture and the identified material separation, wear and deformation issues, as complete circumferential breaks were noted on the distal end of the catheter attached and proximal end of the distal catheter segment that were elliptical in shape. A split was noted approximately 0.5cm from the proximal end of the distal catheter segment. The surface of the complete circumferential break on the distal end of the catheter attached and proximal end of the distal catheter segment were noted to be granular in one region and round in the other region. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Therefore, the investigation is confirmed for the reported issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two years post port placement, swelling occurred near port site. It was further reported that the catheter allegedly had a crack. Reportedly, port was removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as image was provided for review. The investigation of the reported event is currently underway. (Expiration date: 02/2024).